Event description:
During a review of programming history on (B)(4) 2012, it was noted that a faulted system diagnostic test occurred on (B)(6) 2012 that altered the patient's settings. There is no evidence that the patient's settings were corrected.

Manufacturer narrative:
Review of programming history.